Event description:
It was reported that the patient was being revised because the neck of the citation stem broke.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown citation #4 right stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding neck fracture involving a citation stem was reported. The event was not confirmed. Method & results: no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient was being revised because the neck of the citation stem broke.